Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to cracked endcap. The motor was tested outside the device and passed. Device was received with cracked case at display window corners and battery tube threads. The device was received with scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 211 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.